Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator herniated disc and for failed back surgery syndrome. It was reported that the MRI facility wanted the manufacturer representative to check the impedances prior to an MRI. One impedance value on pair 1,4 was greater than 4000 ohms. All of the other values were between 500 and 1500 ohms. The patient does not use or need the therapy any longer. There were no patient symptoms or complications reported.